Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, anomalies found on save to disk. Program button unable to be selected due to interlock - safety restriction in programmer software that aids in the choice of proper values. The device was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day after implantable pulse generator (ipg) implant, the device was interrogated and warning message appeared indicated lead polarity was not configured. Facility checked implant detection and noted was completed on day of implant. Manual program of lead polarity was performed. However, after changing the value to bipolar, the program button remained inactive. The ipg had an automatic measure of impedance, r-wave amplitude and threshold values. It was not possible to perform manual tests because polarity was pending to be programmed. After several attempts, the physician pressed the emergency button and the pacemaker was automatically programmed to emergency parameters but still not possible to program the ipg. Additional diagnostic testing and troubleshooting was performed but issue remained. Download and save of data was performed, and after saving the data it was possible to reprogram the ipg. Additional information indicated there was an interlock and the therapy guide button was marked in blue. Due to behavior of ipg physician decision to explant and replace the device. No patient complications have been reported as a result of this event..

Manufacturer narrative:
Product event summary product event summary: the device was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.